Event description:
It was reported that during an inflatable penile prosthesis (ipp) a 100 ml conceal reservoir was not used due to unknown reason. Another conceal reservoir as used to successfully complete the procedure. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The reservoir was changed due to the implant did not inflate immediately. The specific issue with the reservoir is unknown. There were no patient further complications.